Manufacturer narrative:
E1: initial reporter address: (B)(6). The carotid wallstent device was returned for evaluation. The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the guidewire from the device when unsheathed. The investigator attempted to sheath the device but was unable as the stainless-steel shaft was separated from the inner. A visual and tactile examination identified damage to the outer sheath located at the exit port. The stainless-steel shaft was noted to be separated from the inner. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders.

Event description:
It was reported that removal difficulty and device entrapment occurred. The target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 190cm filterwire ez were selected for use and a 10.0-31 carotid wallstent self-expanding was deployed. During removal, resistance was noted, and the filterwire and wallstent became stuck resulting to removal difficulty. The concomittant non-boston scientific balloon guiding was passed through the deployed stent, and the fwez filter bag was retracted inside the catheter, and it was removed together with the stuck wall stent. After removal from the body, there was strong resistance when attempting to pull the wallstent that was stuck in the fwez, but it was successfully pulled out. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty and device entrapment occurred. The target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 190cm filterwire ez were selected for use and a 10.0-31 carotid wallstent self-expanding was deployed. During removal, resistance was noted, and the filterwire and wallstent became stuck resulting to removal difficulty. The concomittant non-boston scientific balloon guiding was passed through the deployed stent, and the fwez filter bag was retracted inside the catheter, and it was removed together with the stuck wall stent. After removal from the body, there was strong resistance when attempting to pull the wallstent that was stuck in the fwez, but it was successfully pulled out. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).